Event description:
It was reported that there was a change in therapy effect. The patient was at an outpatient therapy facility on (B)(6) 2013 and everything appeared to be ¿okay¿. The patient woke up on (B)(6) 2013 and experienced difficulty walking and patient went to the e.r. And they did ¿some tests¿. It was confirmed there were no alarms and the programming was correct including the concentration, drug and dose. Diagnostic studies had not been performed. The health care provider (hcp) planned to aspirate from the catheter access port to check the patency of the catheter. The pump was infusing lioresal. It was later reported that the event was not device related. It was later reported the patient experienced a change in therapy effect. The patient reportedly started to have some increased ¿tense¿ feelings in his muscles for ¿about a week and a half¿. The patient had asked his managing health care provider (hcp) if the increased tense feelings could be related to the weather getting colder and the hcp told him yes it did. The patient was frustrated the health care provider (hcp) did not increase his baclofen dosage despite his symptoms and confirmation that the cold weather was impacting his muscles. It was reported the morning of the report date the patient woke up with muscle spasms in his leg and quadriceps. It was noted since having the device implanted it had caused the patient ¿trouble¿. It was noted the patient had only had the device for six months and had to go to the hospital approximately every two months since implant. It was reported it seemed to the patient that every time he had problems with his pump it had fallen within the few days around the time the hcp made adjustments to the pump. Later the same day, per the hcp the patient most times was not ¿psychologically correct¿. The patient reportedly insisted the pump was malfunctioning even though the hcp refilled and scanned the patient¿s pump on (B)(6) 2013 and communicated to the patient that the pump function was normal. The patient had called the hcp on (B)(6) 2013 and told them that the manufacturer told him that he had to have the device removed because of a recall. It was later reported that the patient had a history of ¿psychopathology¿ and that he had a psychiatric disorder. Per the hcp the situation had become ¿really really bad¿ and based on the previous conversation the patient had with the manufacturer the patient got one emergency room (ER) to transfer him to another e.r. The patient¿s father was reporting the pump was malfunctioning despite the fact that the hcp could not find any evidence that the pump was malfunctioning. The patient reportedly had a progressive disorder that was only going to get worse from a tone perspective. The hcp had made attempted to get the patient psychiatric care without success. The hcp indicated ¿I don¿t think there is a single thing wrong with this pump¿. It was noted since implant there had been no concentration changes so aspects about a priming bolus could be ¿laid aside¿. There had been no volume discrepancies and in regards to recalls the hcp indicated ¿with a fair degree of medical certainty, they are not at hand here¿. The hcp planned to discuss with the patient, the patient¿s surgeon and the hospital. It was later reported that the patient had been having trouble with the pump and had been in and out of the hospital. It was noted, as a side note, the patient had spinal cerebella ataxia which affected his speech but that the patient was mentally capable according to the family member. It was then reported the patient had been in and out of the hospital all summer long and had seen the managing hcp throughout that period. It was reported (B)(6) 2013 was when the reported issues began. It was reported the patient had always had pain and stiffness in his legs and had always had trouble walking. After the device was implanted, the patients walking improved until june when it became worse than it was before the device was implanted. The patient had botox injections in his legs to help with the stiffness and walking issues and had continued to get the injections following device implant. The injections ¿seemed¿ to help before the device was implanted however they stopped helping after that. The patient reportedly couldn¿t walk from the apartment to the car following his last refill on (B)(6) 2013 and had to be taken to the hospital by ambulance. As of (B)(6) 2013 the patient was reportedly ¿sitting in the hospital with no idea what is going to happen¿. The hcp told the patient as previously reported there was nothing wrong with the pump. It was later reported that the patient was currently in the hospital, his pump was shut off and his legs were paralyzed. The patient had gone in for a refill on (B)(6) 2013 and that same day symptom return occurred. By the next morning the patient could not get out of bed and his legs were ¿paralyzed¿. It was reported the hospital was stating the symptoms were all in the patient¿s head and they were saying the patient was ¿crazy¿. The reporter could not confirm if the device was currently alarming or not. It was reported the patient¿s pump was ¿shut off¿ on 2013-09-26. It was later reported that a manufacturer representative (rep) was told by the patient that the pump wasn¿t working. The rep then contacted the patient¿s hcp who asked her to not call the patient as the hcp had already read the pump and ruled out any problems with the device. The rep then got another call from the patient again alleging the device was beeping so the rep read the pump and confirmed it was not alarming and there were no apparent issues with the pump. The patient was still at the hospital, the rep believed he was admitted, and the plan was to do a psychological work up. Conflicting information was provided as the rep indicated the device delivered gablofen however the event logs provided listed lioresal. Event logs were provided from (B)(6) 2013 from which nothing abnormal was seen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
Additional information received reported the patient had psychiatric issues and that nothing was wrong with the device. It was reported "none of it is true" when referring to events the patient had previously reported. It was reported the only thing that was true was that the patient had spinal cerebella ataxia. It was noted it was a diagnosis the patient had but had nothing to do with the device. Neither the device nor the medication caused or contributed to it. The health care provider (hcp) was not willing to provide medication information due to the fact that there was no currently and never was an issue at all. It was reported there had been no surgical interventions or anything of the sort. It was reported "this is all fabricated" due to the mental issues of the patient.